Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with an unspecified mentor implant and experienced capsular contracture, baker grade 3 on the right side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation and replacement on (B)(6) 2021. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent.

Manufacturer narrative:
On july 16, 2021, the mentor failure analysis lab received the device for evaluation. Upon receipt, the previously unknown device was confirmed to be a saline device. Relevant sections have been updated. On july 28, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the salines 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).